Event description:
Health professional reported: "band [and] port explanted due to pt unable to tolerate adjustments. Pt decided to have bypass surgery."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.